Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was over 33 mmol/l. Customer stated insulin pump had power error detected message. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated notification light did not immediately stop flashing. Customer stated insulin pump label being rubbed off. The customer was declined troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.